Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to the lcd and display window being damaged. Pictures were taken. Receiver charge and boot tests were performed and passed. Functional tests were performed and failed the lcd, display pattern, ans speaker tests. Manual functional "try it" tests were performed and failed. An internal visual inspection was performed and failed due fod found on speaker diagram. Pictures were taken. The audio speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable caused was determined to be foreign object damaged at the speaker diagram. No injury or medical intervention was reported.